Event description:
Patient called to report an "infection in my left eye." Follow up with ophthalmology office reveals the patient was seen and diagnosed with keratitis, left eye. The patient returned for recheck ten days later and a small 1 mm midperipheral corneal ulcer was noted on the same eye. A culture was taken and the patient was prescribed vigamox and ciloxan. The culture was positive for pseudomonas. Note recheck seven days later, the patient was cautioned against continuing overnight wear. The final recheck, a month later, revealed the ulcer has resolved, but the patient continues to complain of discomfort while wearing contact lenses and is wearing spectacles as primary vision correction. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.